Manufacturer narrative:
(B)(4). Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Analysis of the returned device consisted of a visual and functional evaluation, as well as a device history review. It was determined that the interlock detached due to prolonged/harsh use and/or excessive force and the valve leakage was caused by a residue buildup inside the valve. The valve performed as intended once the residue was removed. The prolonged/harsh use and failure to appropriately clean and maintain the device contributed to this event and it is not believed to have resulted from a manufacturing defect. (B)(4).

Event description:
Leaking amt g-j tube when in use at one of the ports. Port valve not in place or incompetent.